Manufacturer narrative:
Event date: on an unreported date in (B)(6) 2015, the patient experienced cloudy effluent and was diagnosed with a fungal infection. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent and diagnosed with a fungal infection. On an unreported date in the same month as the onset, the patient was hospitalized for the event. The cause of the fungal infection was unknown. On an unreported date, the patient began treatment with diflucan (dose and frequency not reported) orally and with unspecified antibiotics added into the pd solution (given two times a day for 7 days) for the event of cloudy effluent with culture positive for fungal (not otherwise specified). In the same month, the patient's pd catheter was removed and the patient was discharged from the hospital. On an unreported date, the patient recovered from the fungal infection. No additional information is available.